Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm gem coupler had misaligned rings at the time of approximation. The coupler could not close because of the misalignment. The method of anastomosis used to complete the procedure was not reported. There was no report of patient injury or medical intervention associated with this event.